Event description:
Boston scientific received information that during a device replacement procedure, this left ventricular (lv) exhibited no pacing during device testing. The physician elected to replace the lv lead with a new lead. The lv lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.